Event description:
Same case as MFR report: 2134265-2010-02377. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo, eccentric and >45 and <90 degree bend lesion was located in the moderately calcified and moderately tortuous proximal left circumflex (lcx) artery. The lesion was pre-dilated with apex balloon catheters. As the 3.0 x 15mm quantum maverick balloon was advanced to the lesion it was noted that resistance was encountered. When the quantum maverick was inflated to predilate the lesion, the balloon burst at unspecified atms. A second 15mm x 3.0mm quantum maverick mr balloon catheter was advanced to the lcx for dilatation and it also ruptured at unspecified pressure. The procedure was successfully completed with a 15mm x 3.5mm quantum maverick mr balloon catheter and eight promus element stents were implanted. No patient injuries or complications occurred. The patient's status was reported as "stable."

Event description:
Same case as MFR report: 2134265-2010-02377. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo, eccentric and >45 and <90 degree bend lesion was located in the moderately calcified and moderately tortuous proximal left circumflex (lcx) artery. The lesion was pre-dilated with apex balloon catheters. As the 3.0 x 15mm quantum maverick balloon was advanced to the lesion it was noted that resistance was encountered. When the quantum maverick was inflated to predilate the lesion, the balloon burst at unspecified atms. A second 15mm x 3.0mm quantum maverick mr balloon catheter was advanced to the lcx for dilatation and it also ruptured at unspecified pressure. The procedure was successfully completed with a 15mm x 3.5mm quantum maverick mr balloon catheter and eight promus element stents were implanted. No patient injuries or complications occurred. The patient's status was reported as "stable."

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed blood and contrast in the distal outer. Microscopic examination revealed a longitudinal tear measuring approximately 12mm in length between proximal and distal marker bands. Further examination of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).